Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The device had cracked reservoir tube lip, minor scratches on the lcd window, and stained end cap sticker.

Event description:
Customer's mother reported via phone call, the customer had dropped the insulin pump. Customer's blood glucose was unknown. Customer stated there was damage to the pixels on the screen. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.